Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided. Catalog and lot number not provided. Manufacturing date for device is unknown.

Event description:
It was reported that the patient's crown was loose and when attempting to tighten the abutment screw it was fractured and couldn't be removed. Implant was removed using trephining and site grafted.

Manufacturer narrative:
One (1) nanotite tm tapered certain® prevail® implant 5/4 x 10mm (niitp5410) was returned for investigation. Visual evaluation of the as returned product identified screw fragment in the implant's drive feature. Implant was badly damaged during attempt to remove screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR could not be reviewed for the unknown screw. Complaint history review: complaint history review could not be reviewed for the unknown screw. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information device malfunction did occur and the reported event fracture screw was confirmed. Sections updated. B4: date of this report. D9: device availability. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.